Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support (ts) that their cycler was alarming with the m31 air detected in cassette warning occurred fill 2 of 5. The warning occurred 4 times this evening. The patient was connected during incident. Fluid was seen in the pump module area the previous night. Supply bags (sb) are lying flat. The patient line, heater bag, and supply bag were securely connected; all cones were broken. The patient line did prime all the way to the end, and was primed once. The heater bag was not completely empty but fluid did seem low. Unused lines were clamped. No air bubbles were found during setup. Fluid was discovered at treatment complete last night; the patient was not connected during incident. Fluid was discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from unknown location. There were alarms/warnings prior to leak; m31 occurred prior the fluid leak. Product information was unavailable due to fluid leak occurred the night prior and supplies have already been disposed of. The cap of the solution bag(s) was green; the size of the solution bag(s) was 6l. Supplies are from the most recent delivery. Ts helped the patient bypass into dwell 3. Upon follow up, the patient stated that when they opened the cycler door after treatment, there was fluid inside. The patient was not connected. There was no alarm associated with the leak. The patient does not know the cause of the leak. The cycler alarmed the next evening with the m31 air detected in cassette message in fill 2 of 5. The patient was not able to get past the message and canceled treatment. The patient did not do any manuals to make up for the missed cycles. Then, on 1/19/2026, the cycler alarmed with the m30 balloon valve leak message. Ts replaced the cycler at that point. The patient did not perform manual treatments to make up for the missed cycles. The new cycler has arrived and is working well. The old cycler has been returned. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event. The sample supplies are not available for return for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support (ts) that their cycler was alarming with the m31 air detected in cassette warning occurred fill 2 of 5. The warning occurred 4 times this evening. The patient was connected during incident. Fluid was seen in the pump module area the previous night. Supply bags (sb) are lying flat. The patient line, heater bag, and supply bag were securely connected; all cones were broken. The patient line did prime all the way to the end, and was primed once. The heater bag was not completely empty but fluid did seem low. Unused lines were clamped. No air bubbles were found during setup. Fluid was discovered at treatment complete last night; the patient was not connected during incident. Fluid was discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from unknown location. There were alarms/warnings prior to leak; m31 occurred prior the fluid leak. Product information was unavailable due to fluid leak occurred the night prior and supplies have already been disposed of. The cap of the solution bag(s) was green; the size of the solution bag(s) was 6l. Supplies are from the most recent delivery. Ts helped the patient bypass into dwell 3. Upon follow up, the patient stated that when they opened the cycler door after treatment, there was fluid inside. The patient was not connected. There was no alarm associated with the leak. The patient does not know the cause of the leak. The cycler alarmed the next evening with the m31 air detected in cassette message in fill 2 of 5. The patient was not able to get past the message and canceled treatment. The patient did not do any manuals to make up for the missed cycles. Then, on (B)(6) 2026, the cycler alarmed with the m30 balloon valve leak message. Ts replaced the cycler at that point. The patient did not perform manual treatments to make up for the missed cycles. The new cycler has arrived and is working well. The old cycler has been returned. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event. The sample supplies are not available for return for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.